Manufacturer narrative:
(B)(4).

Event description:
It was reported "our night shift pa on the intensivist team attempted to start an a- line with this radial artery kit. You can see the curve that happened at the tip of the catheter when she attempted to advance. She said that this was the second time this has happened to her in the recent month." A new catheter was placed in the opposite arm. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00463 and 9680794-2025-00455.

Event description:
It was reported "our night shift pa on the intensivist team attempted to start an a- line with this radial artery kit. You can see the curve that happened at the tip of the catheter when she attempted to advance. She said that this was the second time this has happened to her in the recent month." A new catheter was placed in the opposite arm. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00455.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of guide wire kinked was able to be confirmed by the photos. The photos show a catheterization device with the catheter partially advanced off the needle. The guide wire was deployed and kinked at the distal end. The catheter was also advanced over the guide wire and kinked. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.